Manufacturer narrative:
The reference c15191 has been allocated to this case by rayner. Opacification of the superflex aspheric 920h iol was observed on an unknown date in the post-operative period and on (B)(6) 2015 the iol was explanted. The explanted lens was retained by the healthcare facility and was returned to rayner to undergo analysis. Analysis of the iol was undertaken by a third party independent laboratory. Sem analysis found there to be a large crystalline deposit on the anterior optic of the iol, which was found to be elementally different from the bulk material. Eds analysis found the elemental composition of the deposits to be calcium phosphate based. The device analysis concludes that the present calcium phosphate based deposits are consistent with those in literature of iol calcification. Our review of production records for the superflex aspheric 920h iol batch 023e45672 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (february 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the superflex aspheric 920h iol batch 023e45672.

Event description:
Rayner intraocular lenses limited received notification from an (B)(6) healthcare facility that a superflex aspheric 920h iol had been explanted due to the post-operative development of opacification.

Manufacturer narrative:
(B)(4). The healthcare professional reports that the opacification is exclusively on the anterior surface of the iol and not within the substance of the lens. The patient is reported to have undergone a vitrectomy post iol implantation (procedure dates not known by rayner. The distributor is liaising with the reporter to determine whether opacification was present prior the vitrectomy procedure or if opacification developed following vitrectomy. No further information is available to rayner at this time. The distributor has been asked to obtain additional information relating to this report to facilitate further investigation of the event.

Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of a report of opacification in an unspecified rayner iol model on (B)(6) 2015.